Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to log on the cubex application. A technical support specialist closed the emergency access & system info window, logged into the cubex application using fingerprint authentication, selected the patient and item from the patient order list screen, and requested the customer to contact pharmacy for the validation code to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to log in to the cubex app. The station password is required to issue medication the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.